Event description:
Drive devilbiss healthcare is the initial importer of the device which is a patient lift sling. The device has not been returned for evaluation as it was destroyed to prevent further use. We are filing this report in an overabundance of caution. A follow-up will be submitted when additional information is received. The sling broke when operating a lift. The resident received minor injuries. It is believed excessive washing may have led to the incident.